Event description:
It was reported that the surgeon decided to implant a new implant in this pt. He is a bilaterally implanted pt. The implant to be removed is in the left side. With this implant, the pt only has three functional electrodes. He suffered meningitis before being implanted and presents with facial stimulation on several electrodes.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.